Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device replacement procedure. Once the new device was hooked up, during right ventricular threshold test, the programmer screen froze while the threshold continued to decrement. Since no changes were able to be made during this time, the emergency vvi button was hit. The device was able to be reprogram and no other issues were experienced. Telemetry anomaly or some type of telemetry interference was suspected. The device was implanted, and the patient was stable.